Event description:
Rep reported the patient developed slit ventricles. Surgeon reprogrammed him from 4 to 5 and the slit ventricles did not resolve themselves. He dialed him to 6 and is pending the outcome of any possible ventricular changes. Device has not been explanted.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Eval summary: device still implanted.